Event description:
It was reported that the patient presented for a generator change out procedure. Upon review, x-ray showed that the right ventricle lead exhibited externalized conductors. No intervention was performed. Patient was stable.